Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated or confirmed the customer reported complaint of "cable broke". Failure analysis found the tenaculum forceps to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 420207-07/n10170816 847 associated with this event has been performed. Per logs, the tenaculum forceps was last used on 07-dec-2020 on system sh1670, with 5 lives remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the cable of the tenaculum forceps broke while in use. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the customer on 04-mar-2021 to obtain patient demographic information. The customer was able to provide the patient gender. No further information was available.